Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "any creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, one opening observed, on valve bond edge side assessed, as unidentified (tear) opening. Additional observations noted, crease flat and white particles observed, inside the device.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported "any creases" and "deflated, folded, plug in valve, no obvious hole". Device has been explanted and replaced.